Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 50 mg/dl and 95 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The returned test strips reached their expiration date before the manufacturer could complete an investigation on the product. Manufacturer did test with in-date retention strips from another lot and all results were acceptable. A review determined there were no known quality issues with the reported lot.